Event description:
During product service by a service technician, a flogard infusion pump was found to have out of specification force sensing resistors. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The out of specification force sensing resistors (fsrs) were identified during service. The cause of the condition was undetermined. To correct the condition, fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.